Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the right ventricular (rv) lead exhibited non physiologic noise in unipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.